Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). Device malfunctioned intra-operatively and was not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. Concomitant devices reported: screwdriver (unknown part and lot numbers, unknown quantity). 12mm retro/antegrade femoral nail (unknown part and lot numbers, quantity x1). (B)(6). No lot number was provided, without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a femoral nailing procedure on (B)(6) 2017. During the procedure the 5.0 ti locking screws with t25 were not locking into the 12mm retro/antegrade femoral nail. Attempts were made with three (3) different t25 screws but they could not be advanced or fully inserted into the bone. There was a 30 minute delay do to the locking screw malfunction. No damage was noted on any of the t25 screws. The surgeon decided to use a 5.0mm ti locking screw with hex because of the sharper point on the screw and it locked successfully on the first attempt. No harm was reported to the patient. The procedure was successfully completed. The patient outcome was stable. This complaint involves 3 devices. Concomitant devices reported: screwdriver (unknown part and lot numbers, unknown quantity). 12mm retro/antegrade femoral nail (unknown part and lot numbers, quantity x1). This report is 3 of 3 for (B)(4).